Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was mixing/loosing stored images. There was no report of patient injury.